Event description:
During a follow-up in clinic, the device was noted to be in backup mode with a loss of therapy. The patient went through a magnetic resonance imaging (MRI) scan without having MRI settings programmed. Technical support was contacted and the device was reprogrammed to nominal settings successfully. The patient was stable.